Manufacturer narrative:
This report is submitted on march 21, 2024.

Event description:
Per the clinic, the patient developed an infection around the coil area and was subsequently treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
Correction: the correct date of awareness is march 08, 2024; not december 21, 2023 as previously reported. This report is submitted on april 22, 2024.